Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that he noticed that it was cracking all the way around the battery compartment. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with broken battery tube threads, cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.